Event description:
Infant experienced seizure due to high fever allegedly not detected by ear thermometer. Temperature reading by ear thermometer 20 mins prior to seizure was 102 degrees fahrenheit. Infants temperature of 105 degrees fahrenheit at hospital was measured rectally by glass mercury thermometer.